Manufacturer narrative:
E1. Reporting address: (B)(6). H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite extension set was occluded. The following information was provided by the initial reporter: lot#: ta240149; a unit of ss bi-ext was malfunctioning and when being flushed was not passing the liquid.

Manufacturer narrative:
No 20019e7ds sample was available for investigation. The customer reported that the affected sample as from lot ta240149 and "a unit of ss bi-ext was malfunctioning and when being flushed was not passing the liquid". As part of the investigation, the customer provided a video of reported sample and analysis of the video confirmed the customer's experience where the set could not be flushed. The details of this feedback were forwarded to the manufacturing site for investigation. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the production records for lot ta240149 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definitive root cause for the customer's experience, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20019e7ds set in the past 12 months.

Event description:
No additional information.